Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va18efh implanted: (B)(6) 2016 explanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 06-jul-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that in november, the patient experienced what felt like an electrical surge and it felt like it electrocuted the patient. The patient was at work and did not have the remote with them. When the patient got home, they tried to change the setting and was trying to turn it down so they could change the setting but the programmer kept giving an error code and finally they got it turned down. They stated the programmer then gave a second code. The patient did not remember what the first code was but the final error code said to call the manufacturer and the battery had probably died. At that point, the patient weighed 159 pounds and since then has been sick and bleeding rectally. Patient had lost 45 pounds and now the leads were stinging out of the spine and the patient couldn't have normal bodily functions. They were wearing a diaper and can't go to work. The patient stated the whole body mess was like crazy and their teeth were eroding because the patient was malnourished. The patient also has interstitial cystitis and their bladder hurt and their inner skin pain was incredibly like it feels like they were being electrocuted and the pain radiates to the left where the implant is but the patient also had digestive problems now because they could not go to the bathroom like a normal person. Patient can't poop and had been impacted and it was kind of poking out of their back. The patient was redirected to their healthcare provider (hcp) to further address the issue. Caller stated the patient was scheduled to have the device removed today but received a call the information had not been submitted to insurance. Caller stated they spoke to their insurance and they tried to contact the doctor's office but it went to a call center and they were unable to speak to anyone. The caller stated they had another surgery scheduled on this thursday but states the doctor has not submitted a precertification request to get the leads out. Caller states the pain radiates from the low back to left butt and the patient felt like they were dying. Patient states they may go to the ER. The agent recommended the patient try to reach out to their doctors office again and agent they would inform the manufacturing representative (rep). The agent emailed field staff to see if they could assist. On (B)(6) 2025 the patient called back because patient stated that they had a malfunctioning ins and need to report serious problems. They mentioned the same issue in their previous call. Patient said that their hcp was supposed to have their ins removed tomorrow but their hcp cancelled their surgery because of their insurance. Patient said that they spoke with rep yesterday, but the rep did not understandanything about dirty electricity as per the patient. Patient said that their lead were coming out from the patient's back and there was so much blood coming out from their body. Patient said that that the battery of their ins was dead and the ins kept picking up dirty electricity through air. Additional information was received from the rep. They reported that the patient was experiencing pain. This issue was on going. They noted that the patient called patient services complaining of pain and local rep was notified on (B)(6) 2025 at approximately 9:30 am. The rep called the patient to follow up. Patient reported "electrical pain" and also reported that they thought their battery was dead. They reported having battery/lead removal scheduled for later in the week ((B)(6) 2025) but was notified their insurance had not approved the procedure and the surgery may be postponed. The rep educated the patient over the phone in how to use the communicator to connect to the battery, so they could turn off the device before explant. The patient was unable to connect to battery, further reinforcing belief that the battery was dead. Multiple reps met with the patient at the hcp's office at approximately 12 pm (B)(6) 2025, to confirm the dead battery. Using patient communicator and clinician device the battery was not detectable. The doctor and their medical assistant were made aware. The patient was currently waiting insurance approval to have device removed. Additional information was received from the patient. They reported that the device was malfunctioning due to emi/emr interference. They repeated the complaint regarding the weight loss and being sick. They said they were fighting to stay alive and that the weight loss rearrange their organs and t hey really did think they were going to die from this experience. They added that from (B)(6) 2025 their back deteriorated quickly. Additional information was received from a healthcare professional (hcp). The hcp reviewed the patients related medical records and noted that there was no mention of the patient's teeth eroding, malnutrition, or of them dying. The patient appeared healthy and normal with no further issues. The device had been replaced and the patient called back after asking about their electrical exposure at their work post surgery. They commented that there may be a mental issue as there was no real indication of a device or therapy issue. They noted that when the patient came in alleging that the interstim was shocking it wasn¿t even turned on so they were unsure how this might be possible. No indication that the patient was dying or that the other issues could be related to the device.

Manufacturer narrative:
H3: analysis of the returned ins (s/n:(B)(6)) observed no output or telemetry on the implantable neurostimulator (ins) and determined normal battery depletion. H3: analysis of the returned lead (l/n:va18efh) indicated that the lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient and healthcare provider (hcp). Patient called back reporting their device was explanted on (B)(6) (lead and implant both explanted) and was sent back to [manufacturer] for analysis. Patient reported they were still experiencing symptoms and they were very sick and had lost a lot of weight. Patient stated they had upcoming dr's appointment on (B)(6) and requested report before then. It was unknown if the device was related to the "whole body mess", teeth erosion, and malnourishment. The cause of the health issues/feeling like they were dying was also unknown. It is unknown if the issue was resolved. Per the hcp, they clarified that by "malfunctioning", the battery had died. It was unknown if this was due to normal battery depletion. The cause was unknown. The manufacturer representative (rep) met with the patient regarding the issue. The cause of the lead sticking out of their back was not external and beneath the skin. Weight loss is most likely in their opinion. It is unknown if the issue was resolved. The cause of the ins picking up dirty electricity was unknown. It is unknown if this issue and the shocking were resolved.